Manufacturer narrative:
The reagent lot number is 80301501 with an expiration date of 31-aug-2025. The field service engineer (fse) inspected the analyzer and found debris on the sample probe above the rinse level of the rinse station. The fse removed the debris. He noted that the water pressure and the rinsing were within specifications. He found that the wash water level in the reaction cells was too low and that the mixer had an issue based on the hardware performance check. The fse performed repairs.

Event description:
The initial reporter received questionable calcium gen.2 (ca2) results from an unspecified number of patient samples tested on the cobas c 503 analytical unit. The reporter noticed on medical validation that the results were too low and one level of qc was out of range (low) prompting the rerun of the patient samples. The reporter was able to provide one patient sample with discrepant results: the initial result was 2.10 mmol/l. The first repeat result was 1.64 mmol/l. The second repeat result was 2.28 mmol/l. This result was deemed correct based on the medical history.